Event description:
It was reported that during a procedure on a (B)(6) female in which an indigo drill and attachment were being used, the drill and attachment got hot. The procedure was completed with a competitor device. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Concomitant device: drill 1845000 indigo high speed otologic (ID: 1845000, sn: (B)(4), lot: 206496449, manufactured january 2, 2013).

Manufacturer narrative:
Hbe - drills, burrs, trephines <(>&<)> accessories (simple, powered). A total of 2 devices were returned to the manufacturer for evaluation and repair. Analysis was not able to duplicate the alleged complaint of heat with either device (detailed as follows): 1845000 (quantity 1) ¿ pre-temperature test on handpiece found no fault. Rise temperature was 13.7f, which is within specification. Only while running the handpiece with the collet in the locked position, it would run hot...however this is not the case when operating, the collet must be in the unlocked position while the attachment is in the locked position. 1845020 (quantity 1) ¿ the attachment was ran for 5 minutes and only reached a maximum temperature of 108 degrees. There was noticeable wear on the bearings and corrosion on the input and output drive shafts. Method: test for high temperature conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.